Event description:
It has been reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml has been found experiencing insufficient growth. The following has been provided by the initial reporter: the tube of 7ml inoculated for the growth control of the sire ast does not grow in 12 days. The lot numbers of the sire kit reference 245123 are 1303339 and 1273579. Was the issue noticed during qc with control organisms or with patient samples? Patient samples. If applicable, was there any impact on patients? No impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation summary : material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations the batch history record review for batch 1293285 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 1293285 (99 tubes) were available for inspection. The retention samples showed no media defects in 99/99 tubes from visual inspection. The customer describes that there was no growth. The retentions were tested with sire kit batch 1303339 kit components. All performance testing was satisfactory per procedure for growth and antibiotic susceptibility. The uninoculated (negative) control remained negative for the duration of testing. Growth support testing of the retention samples was satisfactory. No photos or returns were received to assist with the investigation. The complaint cannot be confirmed. Bd will continue to trend complaints for performance.

Event description:
It has been reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml has been found experiencing insufficient growth. The following has been provided by the initial reporter: the tube of 7ml inoculated for the growth control of the sire ast does not grow in 12 days. The lot numbers of the sire kit reference 245123 are 1303339 and 1273579. Was the issue noticed during qc with control organisms or with patient samples? = patient samples. If applicable, was there any impact on patients? =no impact.